Manufacturer narrative:
Device 2 of 2: cev145a6 (lot#110701) - manufacturing date: july 2011. The cev145a6 were evaluated and indicated that the trocar sleeves were broken at the upper part of the threads. No manufacturing defect was detected. The breaks were sheer. We suspect that the break occurred because of excess force and the absence of instrument or punch. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).

Event description:
Two devices (part#cev145a6) were returned to mxi service and repair. It was reported that three sleeves have broken in past 2 months. The first one was due to the surgeon and was not returned. The second and the third have no explanations and are being returned for evaluation.